Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the lower limbs. An angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the catheter was damaged and the procedure was not completed due to this event. There were no patient complications as a result of this event.